Event description:
It was reported to boston scientific corp on (6)(6) 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed on (6)(6)2009. According to the complainant, during preparation, the anchoring balloon on the prolieve catheter leaked. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the pt's condition was reported as fine.

Manufacturer narrative:
The lot number is unk; therefore, the device manufacture date and exp date cannot be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (6)(4).